Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the foreign material inside the air/water cylinder could not be specified and whether reprocessing was practiced in accordance with instructions for use (IFU) is unknown. However, a definitive root cause could not be determined. The instruction manual states the detection method associated with the event in "gif/cf/pcf-290 series, chapter 3 preparation and inspection", and preventative measures in gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the air and water cylinder. There were no reports of patient involvement.